Manufacturer narrative:
Pending evaluation. Concomitant device: (cn: c-28m, sn: (B)(4)), ziramic zirconia 28mm head.

Event description:
Index surgery: (B)(6) 2019. The patient was dislocating and the surgeon decided to put in a constrained liner. The patient was stable as they left the operating room. There was no delay to surgery. Not returning the device according to hospital policy.

Manufacturer narrative:
Section h10: (h3): the engineering evaluation noted in the revision reported was likely the result of dislocation. A review of the DHR and/or the sterilization records was not conducted because the event as described is a clinical event that does not appear to be related to the design, manufacturing, or reasonably foreseeable misuse of the device. Device specific risks include fracture, migration, loosening, subluxation, or dislocation of the prothesis or any of its components, any of which may require a second surgical intervention or revision are listed in the device specific risks section of the total hip systems IFU 700-096-018 rev t and the biolox delta alumina/zirconia ceramic femoral head components IFU 700-096-117 rev c. Other potential adverse effects of total hip surgery include neurovascular damage, dislocation, thromboembolic disease, and other less common adverse effects is listed under the adverse effects section in the porous coated total hip system IFU 700-096-002 rev a. (D11) concomitant device: (cn: c-28m, sn: (B)(6)) ziramic zirconia 28mm head.